Manufacturer narrative:
The event took place outside of the united states (in (B)(6)) and was associated with a product that is also cleared for the market within the unites states.

Event description:
The event was a revision for infection. The surgeon has explanted the 40+3 humeral cup and the ¿40 centered glenosphere and has implanted a new ¿40 centered glenosphere and a 40+9 humeral cup.